Event description:
A cormatrix patch was used during mitral valve replacement. The patient was admitted to another hospital and taken to the or for severe mitral regurgitation. Dilatation of the patch was noted. It was resected and resewn.